Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set fell off during use on (B)(6) 2024. The blood glucose level of the patient was 325 mg/dl. Moreover, the issue occurred wth one infusion set used for two hours. No further information available.